Manufacturer narrative:
The esus and bipolar forceps were returned and thoroughly inspected/tested. The findings were as follows: esus. A technical safety check was performed on the generators. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no issues were found in the device history record (DHR) for the devices. Bipolar forceps. An inspection of the instrument revealed that the accessory was serviced/repaired by another company. The forceps no longer met erbe's specifications or regulatory compliance. Erbe prohibits any modification of our instruments and instructs customers to only have erbe or authorizes entities repair/service erbe equipment. Per the inspection of the involved instrument, the modification of the device by a third party (i.e., the repair/servicing was not proper/adequate) was mostly the cause of the incidents to the patients. Nonetheless, no conclusive determination could be made as to the cause of the events. Erbe USA, inc. Is now closing the file on this report.

Event description:
It was reported that two (2) patient incidents occurred with the electrosurgical units (esus/generators, the other unit being the same part number but serial number (B)(4)) respectively during circumcisions involving 2 children. The esus were used with bipolar forceps (part number: 20195-001, lot number: unknown). The settings of the generators were bipolar soft coag, effect 2, 30 watts. After the procedure on the (B)(6) year old patient, there was a 2nd degree burn/necrosis (i.e., white coloring of the skin and peeling off of the epidermis) on the skin of the penis about 1 cm2. To address the issue, the child was hospitalized and treated with antibiotics (note: no surgical intervention was required.). In regards with the second patient [i.e., a (B)(6) boy], there was reddening of skin after the circumcision. However, no further treatment was required.